Event description:
This male patient was presented to the interventional lab for an angioplasty procedure of the femoral artery (side unknown). The vessel was described as calcified and tortuous. A hand injection was used to expand the balloon, which burst at an unknown pressure. There was no reported adverse effects to the patient. The procedure was completed with another opta pro.